Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition with visible contamination on plunger head and inside plunger head. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and calibration verification testing were performed. According to the investigation, the customer reported problem was duplicated during power up process. The investigation reported steady state reading of the force sensor (with no pressure on it) count 0 and - 0.95 lbs. According to the investigation, the reported issue was caused by fluid ingression, contamination and foreign material found inside multiple component on plunger head assembly (force sensor, plunger board, plunger cable, head mount, right and left plunger case). Force readings does not change when force applied to force sensor (force readings remains the same). Investigation replaced complete plunger head assembly including force sensor, plunger board, left/right plunger case and plunger cable. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure sensor plunger. No adverse effects were reported.